Manufacturer narrative:
Date rec'd by MFR: 13may2019. MFR site correction. The manufacturer¿s international service technician confirmed the reported issue. Numerous attempts ere made to obtain information on the repair/service of this device that were unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05mar2019. International UDI # (B)(4). Reporter: no phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported backup alarm failed alarm. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.